Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6)2018, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that the proximal catheter-part was replaced because it had been accidentally cut through during a pump replacement surgery. The devices would not be returned because they were scrapped by the customer. It was indicated that no further information was available. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.